Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an endovascular aortic repair (evar) procedure, suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique. Reportedly, while pulling the suture taut a suture break occurred. The sutures of two additional proglide devices were successfully pre-placed. The arteriotomy was 8f and the sheath was upsized to 21f for the evar procedure. When the evar procedure was completed the two successfully pre-placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.